Event description:
"After introduction of the first dilator resistance, probably due to thick tissue, was encountered at the jugular wall. At this point I normally withdraw the g.w. Slightly so that the kink created by pushing the dilator against resistance is within the dilator then re-advance the dilator in a slightly different direction which normally allows the procedure be continue. Here, when pulling the guide back the outer spiral came off the inner core although I was able to push the dilator, in a little more and pull the defective wire out, I was very worried it would snap + leave a part in the jugular.